Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent:

Event description:
It was reported that the patient underwent a spinal /disc surgical procedure on unknown date and the absorbable hemostat was applied anterior to the cord to control hemorrhage. Post-operatively, the patient experienced symptoms of cauda equina syndrome. The surgeon opined that they did not injure the spinal cord during the procedure except soft and gentle retraction during getting access to the disc. Additional information has been requested.